Event description:
Treatment of a carotid cavernous fistula (ccf). It was reported the fistula was coiled with two coils and the physician decided to use onyx. During onyx injection, the fistula could not be seen under dsa. The physician withdrew the catheter and noted a piece of onyx had migrated into the mca. A solitaire stent was used in an attempt to hold the piece of onyx, but could not be detached and was removed. The procedure was completed and the patient was placed on anticoagulant therapy. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the patient. (B)(4).